Manufacturer narrative:
The insulin pump alarmed after battery installation due to voltage leak on the interface board. No a17 alarm noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the settings would be erased on the insulin pump after a battery change. Customer also reported an unexpected restart alarm and signal too low alarm would occur after a battery change. The customer's blood glucose was unknown. The customer stated the alarm did not occur during the rewind/prime sequence. Customer stated the alarms have been persistent since the insulin pump was removed from the box. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.